Event description:
The consumer indicated that her tampon came apart and tampon pieces remained inside of her. She was not certain that all pieces were removed, but stuck another tampon inside.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.